Event description:
Life threatening diabetic hypoglycemic event requiring ems intervention after cgm error reported blood sugar over 200 but bs was below 100! Resulting in insulin pump automatically delivering 2+ units of insulin to correct reported hyperglycemia (high blood sugar). After ems intervention and corrected hypoglycemia (low blood sugar) and I was okay, I reported this to dexcom. They documented this serious medical event, apologized and sent out a replacement cgm as well as a return kit for them to troubleshoot the defective cgm. Very scary and potentially deadly event to say the least; 50+ yrs type 1 diabetic, using tandem insulin pump & dexcom g7 continuous glucose monitor (cgm) to manage diabetes. Since switching over from older g6 cgm to g7 in (B)(6) 2024 I, like many users have had for too many errors with these disposable medical devices. They're supposed to last 10.5 days. However, most of mine have experienced severe erratic and unreliable blood glucose readings on both day 1 & 10. This became life-threatening on (B)(6) 2024 when cgm falsely reported a blood sugar (bg) of 210 to my tandem mobi insulin pump. Which triggered an insulin bolus delivery via the pumps control iq feature that automatically increases & decreases insulin delivery based on bgs to maintain an average bg around 125. However, since my bg was actually within "normal" range (80-135) yet my cgm malfunctioned and read bg 2 times higher than it was, the pump delivered 2+ units of insulin. This resulted in a server life-threatening hypoglycemic event that required ems intervention. My girlfriend delivered glucose in the form of orange juice before calling 911. Emts arrived shortly and first checked my bg which was only 40 and delivered an IV glucose (d50 saline). Luckily blood sugars returned to normal rapidly, but eventually rebounded too high 250-300 for the next few hours. I declined transportation to the hospital, the emts agreed I was ok but also stated that my bg was likely to have been beaten 20-30 based on my symptoms and time between the treatment of glucose before they arrived. I contacted dexcom to report this event and request replacement g7 cgm for this deductive one. Which they did and took a report of my experiences with far too many cgm readings being 100+/- off from real-time finger stick blood glucose readings with my bg meters. And that I've evolved from g5, g6, and now current newest dexcom g7 cgm. And that I likely be reverting back to the more accurate and thus safer g6 version cgm until they discontinue production of them. Very scary and life-threatening.